Event description:
Caller indicated the relion prime meter was giving low readings. The patient received a reading of 103 on the prime meter, wasn¿t feeling well and went to the hospital where they did a blood draw and the reading was 805. They went to the hospital because the patient was not feeling well. She was dizzy, and she was having chest pains. The patient was treated and released. The second time on tuesday, (B)(6), the patient received a reading on the prime meter of 78, went to the hospital and the lab test reading was 855. The patient is still in the hospital. The doctors are having issues stabilizing her blood sugar and she has a few other issues that she is dealing with as well. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.